Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s drug infusion device. The drugs being delivered were 50 mcg/ml fentanyl and 30 mg/ml bupivacaine, both with unknown doses. The reason for use was spinal pain. It was reported that the patient's pump was explanted (B)(6) 2019 due to an infection and the doctor said the infection occurred "sometime this last summer" (2019). The patient presented in clinic on (B)(6) 2019 with purulent drainage from pump pocket site, at that point the cpc and c-reactive protein were in normal limits, but the purulent drainage was positive for gram negative. The hcp then decided to explant the entire system, pump and catheter on (B)(6) 2019. They are re-implanting another pump today ((B)(6) 2019). (Conflicting information shows that the pump was explanted on (B)(6) 2019). The caller was also wanting to unpair the a820 from the old pump and pair the a820 to the new pump and needs the decouple code. The decouple code was provided per their request. Caller successfully unpaired the a820 from the old pump. They reviewed pertinent information regarding ptm decouple/couple per the caller's inquires. The patient¿s weight was provided. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2019: fentanyl with concentration 50.0 mcg/ml at dose rate of 16.008 mcg/ml and bupivacaine with concentration 30.0 mg/ml at a dose rate of 9.605 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-23 rp: information was received from a healthcare professional regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported a wound infection occurred and the intrathecal pain pump was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The wound infection was first noticed on (B)(6) 2019. Regarding the pump having been explanted for a wound infection, it was noted that there was no device issue. The circumstances that led to the wound infection was unknown. It was further noted that there were two infections on same surgery day of (B)(6) 2019 ; both grew no bacteria. The infection was resolved. The patient¿s weight at the time of the event was ¿(B)(6)."